Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to high impedances. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual analysis demonstrated that the lead's distal part was pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. Further analysis demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by overrotation. The cuttings of the insulation and the deformation of the outer coil occurred most likely during the explantation procedure. During analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.